Manufacturer narrative:
Concomitant medical products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2008, product type: implantable neurostimulator. Product ID: 3389s-40, lot# v062134, implanted: (B)(6) 2007, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 7438, serial# (B)(4), product type: programmer, patient. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3389s-40, lot# v080811, implanted: (B)(6) 2008, product type: lead. (B)(4)

Event description:
It was reported the patient wanted to keep his right implantable neurostimulator (ins) off. The patient was wondering if therapy was off if the yellow light was on. He wanted to turn off his right side, not the other side. The patient was assisted in turning the left ins on and right ins off. It was reported for the past year the patient¿s doctor had been exploring the patient¿s neck for a short in the wire. The patient saw a neurosurgeon last week thursday or friday. They were going to start procedure testing. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.